Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 569 mg/dl. Customer did not mention if they using auto mode at the time of incidence or not. Customer reported tape could not detached from the needle. The insulin pump will be returned for analysis.